Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the requested medical records are not available as the original paperwork was not present and the product numbers of explants were illegible. Based on the limited information provided, there were no clinical factors found which would have contributed to the event. Patient impact beyond the reported washout/revision in the early post-implantation period cannot be determined. No further medical assessment can be rendered at this time. For the insert and the resurfacing patellar the batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. For the femoral and tibial baseplate, a review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the insert a review of complaint history for the previous 12 months did not reveal similar events for the listed device. For the resurfacing patellar a review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. For the femoral and tibial baseplate, a review of complaint history based on the historical data revealed similar events for the listed batches, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. Since the device batch numbers was not provided for the insert and the resurfacing patellar, a review of the sterilization records could not be performed. For the femoral and the tibial baseplate a review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that 2 weeks after a tka surgery had been performed on (B)(6) 2016, a washout and gii ps hi flex isrt sz 5-6 9 device exchange was performed. No further information is available at this moment.